Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 455mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient reported he noticed a gradual return in spasticity about 2 months prior to (B)(6) 2018, that escalated into a rapid increase with a significant loss of function over the last 2 weeks. The patient had increased spasms and returned to baseline spasticity. The hcp was going to perform a possible catheter dye study the morning on (B)(6) 2018. The patient had attempts at a catheter access port (cap) aspiration by the managing physician, but she was unable to access the port. The port was accessed under fluoroscopic imaging by the radiologist. Aspiration was attempted, but could not be performed. The patient would go to the operating room (or) on (B)(6) 2018 for additional testing and possible revision. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved at the time of the report. The patient was reported as "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified in the original report that the managing physician had difficulty locating the cap with the needle. It was reported that the patient was taken to the or for open catheter dye study. After opening the pump pocket, the surgeon noted that the pump was upside down. The catheter was also twisted on itself multiple times. After untwisting the catheter, it was easily aspirated. Dye study confirmed the catheter placement and did not detect any leaks. The pump was aspirated and found to contain 4 ml greater than the volume found by interrogation. Dosage was decreased by the managing physician, and the pump was anchored back into the pocket using the existing catheter. There were no further complications reported at this time.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 500 mcg/day and 300 mcg/day) via an implantable infusion pump. It was reported that the patient and the healthcare provider (hcp) wondered why he required a 500 mcg/day dose when he used to get good spasticity relief previously at a little over 300 mcg/day dose. A dye study was performed; no issues were noted with the cerebrospinal fluid flow, leaks, or intrathecal placement. The hcp requested that the entire system be replaced in absence of an obvious diagnostic problem. No dose changes were made and the issue was reported to be resolved. The patient was alive with no injury. No further complications have been reported as a result of this event.